Manufacturer narrative:
(B)(4).

Event description:
It was reported the guide of the catheter got stuck in the puncture needle and it was impossible to advance or remove the guide. The device was removed and a new one inserted. No patient harm or consequence reported.

Event description:
It was reported the guide of the catheter got stuck in the puncture needle and it was impossible to advance or remove the guide. The device was removed and a new one inserted. No patient harm or consequence reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned a guide wire assembly and introducer needle for evaluation. The guide wire was partially advanced within the introducer needle. The introducer needle hub and straightener tube showed evidence of use in the form of dried blood. Visual analysis revealed that the guide wire was severely lodged within the introducer needle. Major resistance was required to free the guide wire. Once freed, large amounts of dried biological material were observed on the portion of the guide wire that was stuck inside the cannula. Visual analysis also revealed that the guide wire contained one kink towards the distal end. Microscopic examination of the guide wire confirmed the kinking. Microscopic examination of the introducer needle did not reveal any defects or anomalies. The kink on the guide wire measured 5.5cm from the distal weld. The guide wire total length measured 45cm which is within the specification limits of 43.75cm- 46.25cm per the guide wire graphic. The guide wire outer diameter measured .0175" which is within the specification limits of .0160"-0.0185" per the guide wire graphic. The cannula outer diameter measured .0325" which is within the specification limits of .0320"-.0325" per the cannula graphic. The cannula inner diameter measured .0230" which is within the specification limits of .0226"-.0240" per the cannula graphic. A large amount of force was required to free the guide wire from the cannula. Once freed, dried biological material and one kink was observed on the part of guide wire that was within the needle cannula. A portion of the guide wire not affected by the biomaterial was inserted through the cannula. A lab inventory guide wire was also inserted through the returned cannula. Little to no resistance was observed for both guide wires. The IFU warns the user "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause catheter component damage or breakage." A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed one major kink towards the distal end of the guide wire body. The guide wire and the needle met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.